Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified, but the piston retraction issue could not be verified.

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.